Manufacturer narrative:
Continuation of d10: product ID: 97716, lot#serial#: (B)(6), implanted: on (B)(6) 2023, product type: implantable neurostimulator, product ID: neu_unknown_lead, lot#serial#: unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2023-oct-02: information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports that he is trying to capture pain relief for patient, however, stimulation caused patient's arm. Technical services (ts) recommend lowering the pulse width to see if that might help. Programming is currently at 210usec. Also discussed whether lead may be too lateral. 2023-oct-11: a response was received from a manufacturer representative stating patient had lowered pulse with. After a week, pt says he is still not getting pain relief. The hcp has been on vacation but office manager has been aware of this issue. Next steps will be to talk to the pt together with doctor to see how the doctor would like to proceed. 2026-apr-22: additional information was received from the patient (pt). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt reported lead migration first noticed about two years ago and stated the need for a controller to reprogram the device, with the controller reported as lost. Agent provided education regarding sunmed and cold transferred pt to sunmed.